Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported receiving an insulin occlusion alarm on the ilet device. The user was guided through resolving the occlusion and restarting the device. Following restart, the sensor reconnected successfully. Blood glucose was not affected.